Event description:
The stent was successfully placed across the neck of the internal carotid artery (ica) aneurysm. During a non-boston scientific coil placement, the aneurysm ruptured. The patient was moved to the intensive care unit for treatment. The physician stated that the aneurysm rupture was not related to the stent or to the guidewire. No further information was provided.

Event description:
The stent was successfully placed across the neck of the internal carotid artery (ica) aneurysm. During a non-boston scientific coil placement, the aneurysm ruptured. The patient was moved to the intensive care unit for treatment. The physician stated that the aneurysm rupture was not related to the stent or to the guidewire. No further information was provided.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Aneurysm rupture is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.